Event description:
Healthcare professional reported right side "sensation of nodularity in the retro areolar region on the right side","in the right axilla there is a silicone granuloma of 2.4x1.3 cm" and,"compatible with rupture of prostheses suggesting extra capsular rupture." Device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.